Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device passed the displacement, rewind, basic occlusion and prime tests. No motion sensor test failure error alarm noted. Device was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a low battery alert and then it alarmed motor error during a bolus attempt. The customer stated he might have also received a motion test failure alarm. The device was not exposed to a magnetic field. Customer does not use the sensor feature and was able to complete the rewind sequence. Blood glucose value at the time of the alarm is unknown but the customer stated that current reading was 400 mg/dl and he treated with manual injection. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.